Manufacturer narrative:
Pending return of complaint needle for evaluation. Three related events for the same treatment facility, same batch of needles: (B)(4): hemoperitoneum occurred following an oocyte retrieval (in the context of intense ovarian stimulation with more than 40 follicles retrieved). The patient required laparoscopy and aspiration of blood the day after the procedure. Please note that the quantity of blood aspirated has been reported to the manufacturer as both 700ml and 1400ml. Clarification of the correct amount of blood aspirated has been requested. (B)(4): following an egg retrieval procedure, the patient developed hemoperitoneum requiring laparoscopy and aspiration of 1000 ml of blood on the same day as the procedure. It is noted that the procedure was difficult. (B)(4): occurrence of hemoperitoneum during oocyte retrieval requiring hospitalization for monitoring without re-intervention by laparoscopy.

Event description:
Three events of hemoperitoneum using the same lot number of needles for ovum pick up procedure in the treatment facility. This (B)(4): hemoperitoneum occurred following an oocyte retrieval (in the context of intense ovarian stimulation with more than 40 follicles retrieved). Products used during the procedure: k-osn-1730-b-90 lot number a1199680, and cook medical k-mar-5200 (depression on the pump was -125 mmhg ). The patient required laparoscopy and aspiration of blood the day after the procedure. Related events: see (B)(4) for: following an egg retrieval procedure, the patient developed hemoperitoneum requiring laparoscopy and aspiration of 1000 ml of blood on the same day as the procedure. It is noted that the procedure was difficult. See (B)(4) for: occurrence of hemoperitoneum during oocyte retrieval requiring hospitalization for monitoring without re-intervention by laparoscopy.